Manufacturer narrative:
(B)(4).

Event description:
It was reported that the entire neurostimulation system was explanted due to a methicillin-sensitive staphylococcus aureus (mssa) infection. The pt was in ICU on a ventilator and was receiving intrathecal antibiotics as of (B)(6) 2011. Additional information has been requested but was not available as of the date of this report.